Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump fill estimate remained static. Customer reloaded the cartridge and the fill estimate was accurate. Additionally, multiple occlusion alarms occurred. The supplies were changed to address the event and insulin delivery was resumed. Blood glucose ranged from 54-425 mg/dl.